Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the check and regulator calibration. The pressure values are out of range. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. The getinge field service engineer(fse) that encountered the issue stated that the pim system and the drive were not able to correctly pass the pressure and vacuum tests. The fse replaced the pneumatic module assembly (0997-00-1178) and the drive manifold assembly (0104-00-0031). The fse also replaced the pressure tube assembly (0004-00-0093). And the vacuum tube assembly (0004-00-0092) as they were in poor condition. The fse performed all functional and safety checks to meet factory specifications.